Manufacturer narrative:
The reported event that a screwdriver bit t20, ao fitting was alleged of issue s-11 (breakage during surgery) could be confirmed. Based on investigation, the root cause was attributed to a user related issue. The failure was caused by the use of the screwdriver without torque limiter for final tightening of the screw. Overtorque was applied and this led to the tip breakage. The device inspection revealed the following: the tip has fractured in multiple pieces. Two were returned. Their deformations confirm that the breakage occurred during screw insertion (clockwise torque of the screwdriver). A helical fracture is observed, thing which is typical of failures due to torsional overloading. The operative technique (axsos-st-2 en rev 2 axsos 3 ti distal lateral femur op tech) was reviewed: ¿¿ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening [¿] final tightening of locking screws should always be performed manually using the torque limiter (ref (B)(4)) together with the screwdriver bit t20 (ref (B)(4)) and the t-handle (ref (B)(4)) (fig. 15). This helps prevent over-tightening of locking screws, and also ensures that these screws are tightened to a torque of 4.0nm. The device will click when the torque reaches the appropriate tightening torque (4.0nm). [¿] it is imperative to engage the screw head into the plate using the torque limiter. Ensure that the screwdriver tip is fully seated in the screw head, but do not apply axial force during final tightening. If the screw stops short of final position, back up a few turns and advance the screw again (with torque limiter on).'' [Original statement(s)] a review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The design of this device has been changed. The tip has been shortened in order to improve the quality of the product. If any further information is provided, the investigation report will be updated.

Event description:
During axsos df surgery, the tip of screw driver was broken. The surgeon tried to insert the cortical screw to femur diaphysis. At first the surgeon used the driver shaft, t handle and torque limiter, and the surgeon confirmed control of limiter. Furthermore the surgeon conducted the final tightening of screw after he removed the torque limiter and then the tip of screwdriver was broken. The tip of driver was removed and the surgery was successfully completed using another driver.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During axsos df surgery, the tip of screw driver was broken. The surgeon tried to insert the cortical screw to femur diaphysis. At first the surgeon used the driver shaft, t handle and torque limiter, and the surgeon confirmed control of limiter. Furthermore the surgeon conducted the final tightening of screw after he removed the torque limiter and then the tip of screwdriver was broken. The tip of driver was removed and the surgery was successfully completed using another driver.